Event description:
Nurse wanted to activate infant heel warmer. In trying to activate, it exploded splashing onto her hands and forearms. She has burning and itching to her forearms. She went to ed and ed physician sent her home for the rest of the day.